Manufacturer narrative:
A ge rep evaluated the system and reseated the monitor connectors. The system operates as intended.

Event description:
The customer reported that the left monitor (live image) was intermittently going blank. There is no report of pt injury or death.